Event description:
The package was opened and upon examination during preparation of the device, chunk of plastic material were noticed in the hub of the introducer. The device was not used inside the pt.